Event description:
A pt reported blood glucose results of "130 mg/dl" with a lifescan meter and "82 mg/dl" on a laboratory device, performed within 11-20 minutes of each other. Between the tests there was no intervention that could be expected to change the blood glucose.